Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (42, 57 mg/dl) and carbohydrates were consumed to address the bg level. The bg level had started to drop after the customer's healthcare provider (hcp) had changed the pump settings. The hcp instructed the contact to initiate a temporary basal rate to treat the low bg. The customer's current bg was 109 mg/dl. Tandem technical support advised the contact to discuss the pump settings with the hcp if any further changes were needed.